Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the physician presented at an implant procedure. During the procedure the atrial lead was getting dislodged even after fixing it to the right ventricular wall. Difficulty was observed screwing and unscrewing the lead during efforts at repositioning in the right atrium. A different lead was used to complete the procedure. After removal, it was noted the insulation of the original lead was twisted and the helix mechanism was not working properly. The patient was stable.

Manufacturer narrative:
Correction: section h6 - medical device problem code - 2981 - material twisted/bent should have been added.

Manufacturer narrative:
The reported events were lead dislodgement, ¿lead was twisted¿ and helix mechanism. The reported events of ¿lead was twisted¿ and helix mechanism were confirmed. A complete lead was returned in one piece with helix bent, extended, and clogged with blood/tissue. Visual inspection of the lead found the outer insulation twisted and the helix was bent. X-ray inspection of the lead found the inner coil was overtorqued. The cause of the reported events was isolated to bent helix and overtorqued of the inner coil consistent with procedural damage.